Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 37 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.